Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received potential false positive results for patients¿ samples when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. During review of customer-provided data it was noticed that two patients¿ samples generated sars-cov-2 positive results when analyzed on the cobas® liat® system (s/n (B)(4)). The patients¿ same samples were repeat tested on the same the cobas® liat® system (s/n (B)(4)) that generated sars-cov-2 negative results for each of the patients¿ samples. Patient sample was collected using nasopharyngeal in remel viral transport media m4rt. The customer confirmed there was no allegation of harm to the patient. The negative results were reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
The complaint allegation was not observed, no abnormalities were identified with the alleged run as true amplification was observed. An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).